Event description:
A system operator reported that the laser stopped firing 52% into the surgery and they were unable to complete the procedure. Follow-up information indicates the patient had a steady residual refractive error that he is now using for monovision and is very happy with the results. There are no plans to treat the remaining refractive error.